Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Event description:
It was reported to philips that the efficia dfm100 defibrillator failed the therapy knob test. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device failed the therapy knob test. Based on the available information, the rse evaluated the device remotely and determined that the therapy knob needed to be replaced. Philips sent a replacement dfm100 assy (assembly) power switch (part number 453564488981) to the customer to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective therapy knob. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement dfm100 assy power switch (part number 453564488981) to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.